Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.75x24mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion but was unable to cross. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. A visual and microscopic examination found that the stent was damaged at the distal end. The tip od was measured and was found to be within specification. The stent was damaged at the distal end. The affected rows of struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the shaft of the device. The balloon stent protector was not returned to the complaint investigation site for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).